Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The maximum crimped stent profile od (outer diameter) for the returned device at the time of manufacture was reviewed and it was confirmed that the returned device met the pre-dilatation maximum od specification for promus element. The tip was visually and microscopically examined and damage was noted at the distal edge of the tip. This type of damages is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall indicating that the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft kink 80mm distal from the hypotube/mid-shaft bond and it was also noted that there was a kink in the outer polymer extrusion 210mm distal from the port bond. The types of damages noted are consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the detached stent was removed from the patient's body with a snare.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 20 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent detached from its balloon while crossing the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.